Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the successful treatment of an ilio-iliac fistula and aneurysms affecting the abdominal aortic and iliac arteries via endovascular stent graft repair sueyoshi e , iwano y, oka t, nishimura t, honda t, kawaguchi y, koike h, nagayama h, sakamoto I <(>&<)> uetani m, vascular and endovascular surgery 1-4 doi: 10.1177/1538574420953933. Other relevant device(s) are: product ID: etlw1620c124e, s/n: unknown; use by date: unknown, upn # unknown. Product ID: etlw1613c124e, s/n: unknown, use by date: unknown, upn #: unknown. Product ID: etlw1620c124e, s/n: unknown; use by date: unknown; upn #: unknown. Product ID: etlw1613c124e, s/n: unknown, use by date: unknown, upn #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented to hospital with leg ischemia <(>&<)> edema. A CT performed identified aneurysms of the abdominal aortic artery (diameter: 44 mm) and bilateral continuous aneurysms of the common iliac arteries (right common iliac artery: diameter: 40 mm; left common iliac artery: diameter: 40 mm). A spontaneous ilio-iliac arteriovenous fistula (avf) was also diagnosed. Urgent treatment was required as rapid exacerbation of the patients high-output heart failure, lower extremity symptoms, and renal dysfunction were noted. During the intervention, the proximal sides of both internal iliac arteries were embolized. An endurant ii bifurcate etbf3616c145e <(>&<)> endurant limb etlw1620c124e were inserted into the region extending from the abdominal aorta to the bilateral common iliac arteries. Then 2 x endurant limbs etlw1613c124e were inserted into the region extending from the bilateral common iliac arteries to the bilateral external iliac arteries. Finally another endurant limb etlw1620c124e was inserted on the venous side. After the stent grafts were implanted, an angiogram showed a type IV endoleak which was placed under observation. One week later, the patients symptoms had improved but the swelling on the lower left extremity had persisted. A CT performed showed the avf had disappeared, however left iliac vein was occluded at the site of the stent graft. A type ii endoleak was also identified in the aneurysmal sac. The patients post-operative course was reported as good, the fistula did not recur and the leg swelling improved. No additional clinical sequelae were provided and the patient will be monitored.